Event description:
Reported one incident of a blood leak with the psn 210 dialyzer. Incident occurred 3.5 hours into a 4 hour treatment. Blood leak was noted by the cobe c3+ hemodialysis machine's blood leak alarm and confirmed with positive hemastix. Blood from the extracorporeal circuit was not returned to the patient, with an estimated blood loss of 250 cc. Treatment was stopped from the day. No patient injury or medical intervention was reported per hcp.